Manufacturer narrative:
Tests were performed on retained lot 090955 with the following internal whole blood controls: (B)(6). Results were as expected. Quality control release records for lot 090955 were reviewed and found to be within specifications. Only one other similar complaint has been reported for this lot ((B)(4). Alere (B)(4) was unable to determine the root cause for the reported issue. The available evidence suggests that the lot is performing within specifications.

Event description:
The customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo using a fingerstick sample. As per their protocols, a 4th generation test was performed during the same visit. This hiv-1 rna qualitative test was (B)(6). Additional information obtained from the customer on (B)(6) 2018 indicated that the patient had (B)(6) testing to confirm the infection. The results of the titer testing was(B)(6) which is above the normal range.